Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective laparoscopic unilateral inguinal hernia repair procedures. Intraoperative complications total ss 17, sso 0 - bleeding ss 10, organ injuries ss 9, vascular ss 3, bowel ss 1, bladder ss 4, others ss 1. General complications total ss 8, sso 0. Pneumonia ss 1, coronary heart disease ss 1, hypertensive crisis ss 2, others ss 5. Postoperative complications total ss24, sso 0 - bleeding ss 13, seroma ss 11, wound healing disorder 2. Complication related reoperations ss 4, sso 0. Recurrence, pain and complications on 5 year follow up - recurrence ss 22, pain on exertion ss 62, pain at rest ss 28, pain requiring treatment ss 14, trocar hernia ss 2, secondary haemorrhage ss 5, seroma ss 13, infection ss 6.